Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, ablation was performed 5 times at 200,000 rpm with a total ablation time of approximately 1 minute and 40 seconds. On the 5th ablation, it was noted that the burr became stuck in the lesion. The device was removed from the patient's body by applying a little force in pulling it out; however, it was noted that the distal tip of the burr shaft was stretched due to the force applied in pulling out the device. Afterwards, the lesion was dilated with a non-bsc device and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.